Event description:
It was reported by the rep the device was used during a bowel resection. It was reported the procedure started as an early morning (2am) diagnostic laparoscopic surgery and due to pt's existing condition, developed into an open right colon resection. The surgeon was using the clip applier to ligate the vessels along the mesenteric border when the applier began to spit out clips. Several clips were fired successfully before it began to show problems. Another clip applier was opened with the same result as the previous applier. A third applier was opened and surgery was completed without further consequences.